Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04231. The pt rec'd two leads with the same lot number. It was reported the pt had fallen on the ipg pocket site, and the area was bruised. The pt subsequently was receiving an uncomfortable shooting pain around the middle of her back when the stimulation was turned on. It was reported an x-ray did not reveal any anomalies.